Manufacturer narrative:
The device has not been returned to the manufacturer; therefore product eval is not possible. We are unable to determine the cause of the reported event.

Event description:
It was reported by a non-health care professional that the pt underwent a l5-s1 fusion. At an unk time post-op, one of the rods broke. The pt underwent a revision surgery to remove the broken rod.